Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 180 units. There was no reported adverse impact to the customer. The customer indicated that the cartridge would be reloaded in order to troubleshoot the issue, and tandem technical support attempted to follow up with the customer on multiple occasions to determine if the issue was resolved. The customer did not respond to the contact attempts from tandem technical support.